Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product confirmed that there is debris inside the sterile package. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of tip protector packaging. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found within the sterile packaging during receiving inspection. There was no patient involvement.